Manufacturer narrative:
A follow-up report will be submittd upon completion of the investigation.

Event description:
The customer reported that the ventilator has battery failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Per field service engineer (fse) the customer refused to pay for service. No repair performed on this unit.